Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, the audio bolus button was under responsive and no delivery issues were noted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: device evaluation: the pump has been returned and evaluated by product analysis on 05/05/2015 with the following findings: on investigation, the alleged bolus button issue was duplicated. The pump powered up to the display with auditory and vibratory features. The bolus button was found to be unresponsive with no physical damages observed. Unrelated to the complaint, the keypad cover was intact while all the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. Additionally, the display was dim with discolored text.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).